Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it did not always run when trigger was pressed (intermittent operation). It was noted there was corrosion on piston gear and saw blade coupling, unknown oily liquid found in end sleeve and electronic unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during a total knee arthroplasty surgery, it was observed that the battery reciprocator device stopped working. There was a five minute delay to the surgical procedure. It was reported that an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.